Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on unknown date and insulin pump was not working. The customer blood glucose level was 400 mg/dl at the time of incident. The customer was treated with 11 units of insulin for high blood glucose. Troubleshooting was declined. The device will be not returned for analysis.